Manufacturer narrative:
The device was returned to the manufacturer for analysis and it was found that the swivel lock had both lateral and rotational movement while in the locked position. Repeated use and cleaning's can result in the swivel lock becoming loose, yearly maintenance should be performed. The large starburst threads showed wear and needed heli coils. The torque knob tested low on pressure, it was missing internal washers. The device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The definite root cause could not be reliably determined. Device identifier # (B)(4).

Event description:
The customer reported that an a1059 mayfield modified skull clamp was too loose. Additional information received on 05mar2019 stating that the event happened on (B)(6) 2019 during a posterior cervical fusion procedure. The surgeon placed the head clamp on patient and decided that he did not like how loose it was. The device was change out before flipping the patient. There was a 15-20 minutes surgery delay due to the replacement of the head clamp. The only impact of the delay was that the patient was under anesthesia longer due to the equipment. There was no patient injury reported; same holes were used.